Event description:
Ous MDR - after an implantation time of about 64 months, a pacing impedance >3200 ohm was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
.